Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 900 mg/dl. The customer¿s current blood glucose level was 105 mg/dl. The customer was treated with levamir. The customer states the drive support cap appears normal. Customer also reports insulin exited. The customer performed high pressure test and it did passed. The insulin pump will not be returned for analysis.